Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Event description:
Patient reported "memory loss", "loss of hair" which is not device related, "pain" which is not device related, "implants flipping", "slipped rib syndrome" which is not device related, "joint pain" which is not device related, "lymph node pain" which is not device related, "back pain" which is not device related, "joint inflammation" which is not device related and "textured to smooth" against the left side. The device remains implanted.